Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and hematoma. The device was repositioned sub muscular and remains implanted. The leads also remain implanted with no changes. There were no additional adverse effects reported.